Manufacturer narrative:
510k: this report is for an unknown wire/cable/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device malfunctioned intra-operatively and was not implanted / explanted. Date returned to manufacturer. Without a lot number the device history records review could not be completed. Customer quality conducted an investigation of the returned device. Complaint condition: a broken cable was observed to be stuck inside a cable tensioner with pistol grip. Investigation flow: broken visual inspection: upon receipt at us cq, the device was observed to be stuck in the nose piece of the cable tensioner with pistol grip (see attached (B)(4) ((B)(4)) pictures document). Only the fragment of cable stuck in the nose piece was returned; the remnants of the cable were not returned. The complaint device was not able to be removed from the nose piece by the supplier nor us cq. Frayed ends of the cable were observed distally, occluding the cannulation of the tensioner. Thus, the received condition agrees with the complaint condition, confirming the complaint. Dimensional inspection: a dimensional inspection was unable to be performed as the device was unable to be removed from the nose piece of the cable tensioner with pistol grip. Document/specification review: a DHR review was unable to be performed as the part and lot number of the device are both unknown. A drawing review was unable to be performed as the part number of the device is unknown. Material/hardness review: a material/hardness review was unable to be performed as the device was unable to be removed from the nose piece of the cable tensioner with pistol grip and the part/lot number of the device is unknown. Conclusion: a visual inspection was performed as part of this investigation. A fragment of an unknown cable was observed to be stuck inside the cable tensioner with pistol grip, confirming the complaint condition. A definitive root cause was unable to be established. No product design or manufacturing issues were observed based on the visual inspection. This complaint will be accounted for and monitored via post market surveillance activities. Based upon the information available, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, the patient underwent an open reduction internal fixation (orif) of the right periprosthetic femur fracture. During the procedure, the surgeon had difficulty using the pistol gripped tensioning device to attain the required tension of the cable to help the fixation of the femur. The tensioner would start to tighten but then jammed and prevented further tightening of the cable. The surgeon then tried to reset and re-tension the cable several times without success. A different pistol gripped tensioner was used but the sliding mechanism would jam when tried to reset and would not release all the way. The second cable system was opened and used the pistol gripped tensioning device off that set with no problems at all. The tensioner worked perfectly. A curved broad plate with four (4) cables and cortex screws was used for the construction/fixation. There were no reported fragments generated from the device. Damaged devices were removed without additional intervention or difficulty. No other medical intervention was required. There was a surgical delay of approximately three (3) minutes. The procedure was successfully completed without further incident. During investigation of the returned devices, it was noted that a piece of an unknown broken cable was stuck inside one of the cable tensioners. Concomitant device: cable (part/lot unknown, quantity unknown) this report is for one (1) unknown cable/wire this is report 3 of 3 for (B)(4).